Manufacturer narrative:
Device analysis. The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that 2 days post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The pt originally presented with chest pain and was found to have non-st segment elevation myocardial infarction of the anterior wall, post infarction angina. Angiography showed that the left anterior descending (lad) had a 95% stenosis. The lad is a 2.75mm vessel transversing the av groove. The physician delivered a 2.5x12mm maverick balloon across the lesion and inflated the balloon with three segmental inflations, the greatest of which was 10 atms. The balloon was deflated and retracted. There was some improvement and greater than 30% residual stenosis. The physician placed a 2.50x20mm taxus express2 drug eluting stent in the lad. The stent was deployed to 2.9mm at 18 atms and the stenosis was reduced to 0%. The balloon was deflated and retracted, and a good result was obtained. Final angiography showed good approximation of the stent and no evidence of dissection and good distal timi-3 flow. Two days later, the pt presented emergently with chest pain and was found to have acute st elevation in the anterior lead with q-wave also in the anterior lead, suggestive of acute anterior wall infarction on top to the recent anterior wall infarction. Angiogram showed thrombosis of the recently stented segment of the proximal to mid lad with total occlusion of the vessel. The physician advanced a non-bsc wire through the stented area to the distal lad, which created some minimal flow in the distal portion of the vessel. The physician performed a thrombectomy to remove the thrombosis. Multiple passes were performed. The pt had significant improvement of the area with very minimal residual haziness in the mid to distal stented segment, but with excellent timi-3 distal flow. The physician then delivered a non-bsc 2.75x14mm bare metal stent to cover the mid to distal portion of the previous stent, as well as a small portion of the lad distal to the stented area. The stent was deployed successfully using 6 inflations, 8 atms for 50 seconds, 10 atms for 40 seconds, 18 atms for 30 seconds, 12 atms for 45 seconds, 14 atms for 25 seconds, and 18 atms for 15 seconds. Then the new stent, as well as the old stent were post-dilated both to 3.0mm in diameter at 14 atms for 35 seconds, and 18 atms for 20 seconds using a 3.0x15mm non-bsc balloon with excellent results. Both stents were fully deployed and expanded to the normal diameter of the vessel without any residual flow. Medications used during the procedure included heparin, morphine, lidocaine, reopro bolus, nitroglycerine and verapamil. The pt was on plavix at the time of the incident. The current pt condition is reported as stable.